Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, after the robotic resection laparoscopic procedure, while cleaning up, the device was abnormally hot. Battery compartment had melted and it melted drapes. There was no patient injury.